Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. After reinserting the syringe needle multiple times the issue resolved and the customer successfully fill the cartridge. Customer¿s blood glucose was 90-160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.